Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown m2a magnum head lot #: unknown. Item #: unknown adapter lot #: unknown. Item #: unknown taperloc stem lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01268 stem. 0001825034-2020-01269 adapter. 0001825034-2020-01270 head.

Event description:
It was reported that a patient underwent a tha approximately twelve years prior. Patient had preoperative pain that surgeon believed to be related to metal on metal articulation. Plan was to remove current head and taper adapter, and place a new head with titanium sleeve and dual mobility bearing. Surgeon exposed femoral head prosthesis via direct anterior approach. A bone tamp was used to attempt to disengage head and adapter from the stem. After approximately 30 minutes, the head was successfully removed from the adapter. However the adapter remained attached to the stem despite repeated high impact blows directly to the adapter. A high speed burr was then used to attempt to remove a section of the adapter, in the hopes that this would allow for the adapter to be removed. This was also unsuccessful. Approximately two hours into the procedure, the decision was made to revise the femoral stem. Stem was successfully removed with no impact to patient. The patient retained the acetabular cup. Dual mobility devices were implanted. In addition, a competitor stem was implanted. Attempts have been made and no further information has been provided.